Event description:
The pt's pump had not been filled since (B)(6) 2009. In (B)(6) 2011, the pump was alarming. Telemetry confirmed a critical alarm was occurring; the alarm was due to zero ml reservoir volume reached. The pt was supplemented with oral baclofen and referred to a neurosurgeon for pump replacement. The pt had no symptoms related to the event. The pump was explanted. The pt was maintaining good control with oral baclofen. The device system was used to deliver compounded baclofen (500 mcg/ml).

Manufacturer narrative:
(B)(4).